Event description:
Rptr writes, "as you requested in our telephone conversations, I've detailed the facts of the dangerous problems with my wife's celebrity three-wheel electric cart, and the injuries incurred when it went out of control. On decembert 16, 1997, at about 8:00 pm in a store at the third check-out lane, while removing merchandise from the basket to put them on the counter to her left, her clothing caught on the acceleration paddle on the left. The clothing pulled the paddle back, sending the cart out of control. In panic, she could not dislodge her clothing and the 155 lb cart careened forward going six miles per/hr for the entire length of the check-out counter. Then it knocked me down at the end of the counter and proceeded about five more feet until it hit another electric cart at about 3,000 ft/pounds. Because she tensed up trying to stop the cart and hold the steering pillar, she took extreme pressure to her trapezius left/right muscles in her shoulder blades and tore muscles and tendons in her back and shoulder area. About 10:30 pm on december 16, 1997, she started experiencing severe spasms in her back. At about 2:00 am on december 17, 1997, I took her to the emergency ctr. After examination, the dr gave her muscle relaxers and pain medication, but they dit not stop the pain. He gave her two more shots, but she was still experiencing excruciating pain. Finally, the dr gave her a third set of shots and admitted her. On december 18, 1997, she was released and give heavy pain medication and muscle relaxers, which caused her to spend from the eighteenth until the twenty-second in bed. I had to wake her every four hrs for her pills. She started felling better on the twenty-third and twenty-fourth, until about 2:00 am on the twenty-fifth, when the spasms began again. About 4:00 am, we returned to the emergency ctr and we were there until about 9:30 am. She was given more pain shots and muscle relaxers and was released. At approx 4:30 pm, the pain was so severe we again went to the emergency ctr, after calling her personal dr. The emergency dr gave her more shots and watched her until about 9:00 pm. She returned home and slept for four days and on december 29, she awakened for short periods in the evening. She was feeling better by december 31, 1997. She was up and moving around until january 13, 1998, when the spasms began again. I brought her back to the emergency ctr. She went to her personal dr and he ordered therapy on the back for six weeks. On june 19, 1998, spasms started once again and she went to the ER, and again they gave her shots to relieve the pain and stop the spasms; and again on june 21, 1998. The dr advised her that this condition was semi-permanent because the muscles were so badly damaged. He said they would repair, but only to a weakened condition and less than one-third the stress it would take to hurt a good muscle would hurt her shoulder muscles. In talking to the co about this, they advised me to call their insurance co.